Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient underwent a total knee arthroplasty revision due to a fractured tibial component.

Manufacturer narrative:
Concomitant medical products: self-tapping bone screw 6.5 mm dia. 30 mm length, catalog # 00511007030, lot # unknown; por fem comp size 5 lt, catalog # 00511001501, lot # unknown; self-tapping bone screw 6.5 mm dia. 25 mm length, catalog # 00511007025, lot # unknown; self-tapping bone screw 6.5 mm dia. 20 mm length, catalog # 00511007020, lot # unknown; flat tibial articular surface size e,f/green 9 mm, catalog# 00511004009, lot# unknown. Reported event was confirmed by review of x-rays provided. Radiograph review noted, left total knee arthroplasty complicated by polyethylene liner wear or disruption and fracture of the medial tibial tray. Possible cause is malposition of the tibial component, which was implanted with approximately 6° varus coronal alignment. This malposition increases stress on the medial joint. Osteopenia may have also contributed to the event, due to increased risk of subsidence of the medial tibial tray. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision approximately eighteen (18) years post-operatively, due to tibial tray fracture. Radiograph review also noted tibial polyethylene bearing wear. All components were removed and replaced.